Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 380 units of insulin. The customer reported blood glucose level was approximately 209 mg/dl. It was confirmed that the customer will continue using the pump for insulin therapy.